Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a distal gastric cancer radical operation procedure, the staple line was incomplete on the first firing but the tissue was cut. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported. The sample was discarded.